Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not receiving new patients. A technical support specialist (tss) performed a dbcc check on the database and identified five consistency issues, then coordinated with the customer to schedule downtime. The tss repaired the database corruption and ran an sfc /scan now, which resolved the corrupted system files issue. The customer confirmed that there were no unexpected shutdowns. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the critical override warning on the screen and patient data was not updating. A reboot was performed but the patient information was not updating, checked with international subscriber dialing and network port was active and station was communicating. There were no adverse events or injuries reported based on this event.